Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 09-mar-2023, h5: no, d1: heartware ventricular assist system ¿ controller dc adapter, d4: model #: 1440 / catalog #: 1440 / d9: no, h3: no, h4: mfg, h5: no, d1: heartware ventricular assist system ¿ pump, d4: model #: 1104 / catalog #: 1104 / expiration date: 31-jul-2019 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 031-jul-2017, h5: no, h6: the codes present in section, h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that constant beeping alarms occurred when the battery was connected to the controller on the right-hand side, and later also when using a dc car charger. Review of log file data indicated that the ventricular assist device (vad) exhibited increased power consumption. The patient was admitted to the hospital, and a surgical team was placed on standby due to the potential risk of unexpected vad stop. Blood tests were ordered, and vad logs were requested and reviewed, which did not reveal any unusual vad behavior. Visual inspection of the controller pins showed a small amount of dust. The  battery and dc car charger were exchanged. The patient has requested a controller exchange.  The vad team has a surgical team on standby in case of an unexpected vad stop, and they will proceed with exchanging the patient's controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review indicated that the battery exhibited a communication error. The controller was successfully exchanged.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently showed that six (6) extra batteries and one (1) cac adapter revealed interoperability problem, the devices remain in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial or lot#: (B)(6) h3: yes controller dc adapter h3: yes serial or lot#: (B)(6) h3: yes additional products: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 09-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 09-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 10-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 10-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 10-mar-2023 h5: no d4: model #:1650/ catalog #:1650/ expiration date: 28-feb-2026/ serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 14-feb-2025 h5: no d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: / serial or lot#: d9: no h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6) was returned for evaluation. (B)(6), seven (7) batteries (B)(6), one (1) controller ac adapter (unknown lot number), and one (1) controller dc adapter (unknown lot number) were not returned for evaluation. There were no performance allegations made against (B)(6), and the controller ac adapter. A review of the device history records of the devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection of the controller revealed no anomalies. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6), and a power adapter. Momentary disconnections will result in an audible tone or 'beep'. Additionally, review of the alarm log file revealed no power disconnect alarms were logged within the analyzed period; however, analysis of the data log file revealed an instance involving (B)(6) where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Further review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 13:40:12, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 12:49:47, indicating the controller was powered on without the driveline connected. Log file analysis associated with (B)(6) revealed one (1) controller power-up event, with an associated motor start event, logged on 29/oct/2025 at 12:49:39. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 29/oct/2025 at 12:50:15, indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange. As a result, the reported events were confirmed. The associated power sources had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported beeping events and the premature power switching events can be attributed to momentary disconnections due to fretting corrosion of the power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries and adapters fall in scope of this CAPA. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the contamination event can be attributed to the handling of the device. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the powering up of the controller without a driveline connected, likely during the reported controller exchange. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the above normal power consumption event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.